Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received, therefore, the cause of the reported event is undetermined. (B)(4).

Event description:
Note: date of event is unk. It was reported to boston scientific corp that the locking tab of the corflo cubby low profile gastrostomy feeding tube broke during placement. The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the...